Manufacturer narrative:
One (1) used sample item #b33975 was returned for evaluation 12/15/23. As received an unknown solution residual was observed inside the set. Based on the item configuration it was confirmed, the drip chamber and the microclave lines were assembled on the incorrect position. No additional damage or anomalies were confirmed. No mating device was returned. This would lead and incorrect functionally. Complaint of incorrect assembly can be confirmed. The probable cause was due to an error during manual process assembly during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. Additional contact information: (B)(6).

Event description:
The event involved a 94" (239 cm)appx 7.0 ml, 10 drop blood set w/170 micron filter, dual check valve, clave¿, 200 micron filter, luer lock. The customer reported that on attempting to filter blood, they were unable to get the blood into the syringe; it went into the filter chamber but not into the tubing. There were no defects noted on the tubing set before it was used, but upon closer inspection, it was observed that the anti-reflux valve in the tubing was reversed resulting in blood infusion being slightly delayed. The tubing was replaced and the procedure was resumed. A 60 ml syringe at approximately 18 inches was used. There was patient involvement, but harm was not reported as a consequence of this event.